Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by upset stomach, abdominal pain, and feeling hungry, heavy, and uncomfortable, and loss of appetite. The patient was not hospitalized for the event. On the same day, the patient began treatment with cefazolin once a day for 10 days (dose and route not reported) and an unknown antibiotic for 3 days (dose, route and frequency not reported) for peritonitis. Nine days after the onset of peritonitis, the patient was recovered from the event. Pd therapy was ongoing. Additional information was requested but is not available.